Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024, that the patient faced an allergic reaction with adhesive around the infusion site. The patient confirmed that they had to use prescription cream when they put on infusion sets. No further information available.